Event description:
Resident on select air mattress with bolsters at top of bed. Mattress deflating causing bolsters to turn afterwards. Resident went off bed landing on right shoulder on floor. Further investigation revealed plug from mattress was coming out of outlet on wall.